Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). (Information regarding the event related to the pain is omitted here, see (B)(4)). The consumer reported that they were unable to charge or maintain the antenna over the implant. The patient stated that she was frustrated with the recharger and had difficulty finding the position to charge properly. The patient had discomfort while recharging since she was unable to sit in the necessary position for long periods of time. The patient had tried using the belt, but it didn¿t really work. It was stated that the belt was too stiff and that designing a belt that was softer and more flexible would provide better contact with the patient¿s body to improve the recharging experience. The patient reported that she couldn¿t use the stimulator and the implant was almost empty. The antenna locate feature was used and resolved the issue. The patient stated she usually only achieved 0-2 bars and with the antenna locate was able to achieve six bars. The patient reported that the implant might be a little tilted in the pocket. The indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.